Event description:
Complainant alleged that the medics were treating a patient who had been discovered with a cardiac arrest condition. Subsequent to the medics intubating the patient and administering medication, the patient went from presenting an asystole heart rhythm, to presenting a ventricular fibrillation (v-fib) heart rhythm. The medics then administered a first shock at 120 joules to the patient. The patient continued to present a v-fib heart rhythm. The medics attempted to shock the patient at 150 joules, but the device would not charge. The medics checked all connections and depressed the device's analyze button, but the device still would not charge. Medics turned the device off/on and were able to deliver ten additional shocks to the patient. The patient was transported t0 the hospital where patient was pronounced dead. The complainant indicated that the patient outcome was not as a result of the reported malfunction, stating there was no impact to patient care.